Manufacturer narrative:
The history log for this device showed that the pad-pak was first successfully installed by the user in january 2011 and passed all self-tests up to the 30th november 2014; 135 manual power ups under 1 minutes duration were recorded during this time suggesting the user was power cycling the device. An in range patient impedance was measured during this time however as the technical log was full no further information is available. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were observed in the device memory between (B)(4) 2014 and (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device switches on automatically.